Event description:
It was reported that patient underwent left total knee arthroplasty approximately 3 years ago. Subsequently, patient underwent a revision procedure this month due to tibial loosening and possible infection. No additional information is available.

Manufacturer narrative:
(B)(4). Concomitant medical products: associated products : item#: 42502805801; femur trabecular metal (cr) standard porous; lot#: 63471758 item#: 42512000413; articular surface fixed bearing (cr) left 13 mm; lot#: 63414016. Report source: foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, g6, h1, h2, h3, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. Complaint is not confirmed. A definitive root cause cannot be determined for the loosening of the tibial component. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is unlikely that the specified device caused any patient infection. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.